Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 12mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to 8 atmospheres (atm). A new unknown cordis balloon catheter was opened as a replacement and used for the procedure. There were no reported injuries to the patient. This was during dilation of a stenotic lesion. The target vessel was the iliac vein, which was not calcified, mildly tortuous, and had 60% stenosis. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty in removing sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. A 1:1 contrast to saline ratio was used. The device was not placed in an acute bend during the procedure and successfully crossed the lesion without kinking. It was easily and completely removed from the patient. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the balloon on a 12mm x 6cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured when inflated to eight atmospheres (atm). A new unknown cordis balloon catheter was opened as a replacement and used for the procedure. There were no reported injuries to the patient. This was during dilation of a stenotic lesion. The target vessel was the iliac vein, which was not calcified, mildly tortuous, and had 60% stenosis. The device was stored and prepared according to the instructions for use (IFU). There was no difficulty in removing sterile packaging components or the protective balloon cover. The device maintained negative pressure during preparation. A 1:1 contrast to saline ratio was used. The device was not placed in an acute bend during the procedure and successfully crossed the lesion without kinking. It was easily and completely removed from the patient. The device was returned for evaluation. A non-sterile balloon catheter powerflexpro 12mm6cm 135 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. During the visual inspection, balloon presented a burst condition. No other damage or anomalies were observed at naked eye on the returned device components. A functional analysis could not be performed due to the burst condition on the balloon. Amplified images of the area where the burst condition was noted were taken. Evidence of elongation and irregular edges extending toward the exterior of the plastic component material was observed. These characteristics are consistent with tensile overload of the material, indicating that the balloon was subjected to excessive stress before the damage occurred. Based on the visual findings and the clinical details, the reported ¿balloon burst at/below rbp¿ is most consistent with external mechanical damage sustained during use based on the analysis of the balloon material; however, the exact cause cannot be conclusively determined. The axial tear, along with the clearly defined scratches and elongations adjacent to the failure site, indicates contact with a sharp or abrasive external surface that compromised the balloon material suggesting procedural factors and handling during the procedure likely contributed to the event reported. According to the safety information in the instructions for use, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ the information available nor product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.